Event description:
Per customer yellowish brown cord exploded while device was in use on a patient.

Manufacturer narrative:
The reported complaint was deemed confirmed upon review of the photographs submitted with the report. The sample was not returned for evaluation so a definitive root cause for the issue could not be identified. However, previous investigations of the similar failure mode ¿high pressure burst¿ for the versajet I handpieces have determined the most probable cause to be crimping issues during assembly that lead to fluid occlusion in the high pressure hose, likely close to handset¿s cutting window. The manufacturer reviewed the DHR for the reported lot number 30312ky and found all requirements were met at the time of release and no inconsistencies were noted. At this time, the issue appears to be an isolated incident and no corrective action is warranted. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device.